Manufacturer narrative:
The recipient's clinic explained to the recipient that due to incorrect device placement the device may not work properly. It is also noted that the device has never been worn. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing concerns of device placement. The recipient was recommended to not use the device since the post implant operation follow up appointment. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.